Manufacturer narrative:
The device was not returned to the MFR for evaluation. The lot number was recently provided and a device history review is currently being conducted. The results are expected soon.

Event description:
The catheter broke at the joint.